Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. Customer reported that she got high blood glucose due to repeated insulin flow block and rewind request of insulin pump, this happens even though she was just not doing anything or doing bolus. The customer blood glucose level was 470 mg/dl at the time of incident and the current blood glucose level was 191 mg/dl. The customer was assisted with troubleshooting. The customer was treated with correction bolus and manual bolus with injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated they have tried all remedies. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08695 inches. Rewind functioned properly and no unexpected prime anomalies or insulin flow blocked alarm noted during testing. (B)(4).